Event description:
It was reported that the patient had been experiencing severe pain around the ipg area for last 10 days. The pain tends to worsen overnight and the patient had difficulties getting up in the morning due to the pain. Today the patient experienced pain around the lead area. Reprogramming the device relieved the pain. The physician instructed the patient to continue using the lidoderm patch as that helped relief the pain around the ipg site. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Recall 1627487-12192011-003-r.